Manufacturer narrative:
A2: age at time of event - 64 years. A4: weight - 135 lbs.

Manufacturer narrative:
Additional associated device item number pll161007, lot/serial number 20471423.

Event description:
The patient was treated for an abdominal aortic aneurysm on (B)(6) 2019. On (B)(6) 2019, the gore fsa was informed that the patient had undergone a reintervention for a suspected mycotic aneurysm. The device was explanted and was sent to the hospital pathology department, so it was unavailable for return. The physician stated that the patient "had a primary duodenal to aneurysm fistula. I've never seen that before." The patient is doing well after the procedure.